Event description:
It was reported that the flow was greater than six percent. There was unknown patient involvement.

Manufacturer narrative:
B3 unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Review of the event history log was not applicable. Functional testing was able to duplicate the issue. It was determined that the expuslor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.